Event description:
Reporter alleged obtaining a result of hi (greater than 600 mg/dl) back to back with a result of 200 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. Reporter stated that he took his 8 units of novolog twenty minutes prior to obtaining the results. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining a result of hi (greater than 600 mg/dl) back to back with a result of 200 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. Reporter stated that he took his 8 units of novolog twenty minutes prior to obtaining the results. No adverse event reported. A request was made for the return of the affected product.